Manufacturer narrative:
Information received from the (B)(4) study indicated that the patient went into uncontrolled atrial fibrillation on the same day of the index procedure at some time after the procedure was completed. The patient's medical history is significant for hyperlipidemia, hypertension, congestive heart failure and angina. The indication for the procedure was stable angina. The target lesion was the first obtuse marginal (om1). The lesion was described as ostial, 80% stenosed, de novo, 3mm in diameter and 13mm in length. The lesion was direct stented with a 3.0mm x 18mm cypher stent at 18 atms. The stent was not post-dilated and there were no reported complications during the procedure. At some point after the procedure that day the patient was diagnosed with uncontrollable atrial fibrillation. Cardioversion was attempted but failed and the patient was put on coumadin. Medical treatment is ongoing. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Atrial fibrillation is caused by enlargement of the atrium often due to hypertension, valve disease and cardiomyopathy. The enlarged atrium causes rapid and randomly generated electrical impulses that bombard the sino-atrial node which is the heart's intrinsic pacemaker. When this occurs, not all of the impulses can be processed and the result is more atrial beats than ventricular beats. Given the fact that this event occurred within twenty four hours post stent implantation it is not possible to disassociate the event from the device and therefore the event is being reported. There is nothing to indicate that there is a design or manufacturing related issue therefore no corrective action is needed.

Event description:
On the day of the procedure, the patient was diagnosed with uncontrollable atrial fibrillation. The patient is a 71 year-old male with a medical history which includes stable angina pectoris, hyperlipidemia, hypertension, and congestive heart failure was enrolled in the (B) (4) study for treatment of a lesion located in the first obtuse marginal (B) (4). The reason for intervention was stable angina. The target lesion was de novo. The diameter of the lesion was 3mm. The length of the lesion was 13mm. The rate of stenosis was 80%. The lesion was ostial. B1 type. There was no calcification or tortuosity present. There was no thrombus present at the target site. The lesion was not pre-dilated. A cypher select (cws18300 / lot 15112643) stent was successfully placed at the lesion. The stent was deployed at 18 atmospheres. There was no post-dilation of the stent. There were no reported complications during the procedure. There was no injury to the patient. On the same day of the procedure, the patient seemed to have atrial fibrillation (not clear if this is a previous condition or new). Cardio-version attempt failed. Patient is now on coumadin. The patient was diagnosed with uncontrollable atrial fibrillation. Medical treatment is ongoing.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.